Event description:
It was reported that the asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal functionality resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.